Manufacturer narrative:
Additional information was received on 06/27/2024 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges stage 2 kidney, elevated liver enzymes and blood disorder. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.

Manufacturer narrative:
Made corrections to the following: adverse event/product problem; outcomes attributed to ae; describe event or problem; problem code grid.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges stage 2 kidney, elevated liver enzymes and blood disorder. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges stage 2 kidney, elevated liver enzymes and blood disorder. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.